Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 11/13/2013. Device evaluation: the device has been returned and evaluated by product analysis on 11/01/2013 with the following findings: the pump booted to the verify screen with a dim, discolored display screen. The pump cover was removed and the oled screen was removed and replaced with a new test screen, contrast returned to normal with test screen.